Event description:
The surgeon experienced a 20 minute surgical delay while attempting to remove the interbody implant from the inserter after implantation into the disc space. The surgeon was able to remove the draw rod and complete the case successfully without further incident.

Manufacturer narrative:
Inspection of the returned draw rods did not indicate any issues with the instrument. The instrument threads were re-inspected and found to meet specification. A DHR review indicates no discrepancies which would have contributed to the event. Possible cross threading may have occurred, causing difficulty of implant removal.